Event description:
It was reported that the device would not go into mvp mode post implant procedure. The device was reprogrammed and mvp was able to be programmed on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. (B)(4).